Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for lead revision. The right ventricular (rv) lead exhibited loss of capture at high output. Fluoroscopic imaging confirmed rv lead dislodgement. Despite repositioning, the rv lead continued to demonstrate loss of capture with high pacing impedance. As a result, the physician elected to explant and replace the rv lead. The patient did not experience any symptoms and was in stable condition.